Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A first clip, a mitraclip xtw, was inserted without issues. However, while in the valve, it was observed that a gripper line broke. Therefore, the clip was removed and replaced. Three mitraclips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and inability to raise the associated gripper were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the inability to raise the gripper is due to the broken gripper line. However, a cause for the broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.